Manufacturer narrative:
This type of cannula has not been manufactured since 2015. The lot number is no longer legible, indicating abnormal use of the device (significantly more that the recommended 200 use / 2 years). The cannula should not be used for more than 2 years or 200 uses. Upon further request, it was discovered that the surgeon has had this cannula for over 14 years. As a result, it is concluded that the surgeon did not follow the instructions for use (operating on the patient with a device more than 2 years old) resulting in damage by the user of the device in question. The delay in MDR submission is due to employee turnover in the quality department (initial report submitted on 10/11/2022 via the esg portal. However, it was later discovered that the format used was not accepted, so the report has been re-submitted at a later date).

Event description:
During the liposuction operation, the cannula used by the surgeon broke on a clean section. The piece of the cannula was recovered requiring a larger incision and an increase in operating time. The cannula been used beyond its recommended lifetime